Event description:
The silicone shell of my saline implant has begun to break down, faulty valve leak, causing saline to leak into my body. I was never told implants had to be replaced. MRI shows one implant valve posterior - one implant valve anterior - both placed anterior causing silicone implant illness hypothyroidism, chronic fatigue syndrome, attention deficiet disorder ra, depression disorder, generalized anxiety disorder, incontinence, narcolepsy, allergies. Mentor implants have caused silicone immune disease including, attention deficiet disorder, chronic fatigue syndrome, hypothyroidism's arthritis, narcolepsy, (B)(6), eb syndrome, allergies, neurological cognitive disfunctions, muscle spasms, twitching, incontinence, major depression, anxiety disorder.